Manufacturer narrative:
Updates made to b2 outcomes attributed to adv event, b5 describe event or problem, and h6 impact code.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is experiencing recurrent urinary incontinence. Surgical intervention was performed to downsize the existing cuff. There was no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is experiencing recurrent urinary incontinence. Surgical intervention is anticipated to downsize the existing cuff or add a tandem cuff. There was no additional patient complications reported.